Event description:
It was reported in a journal article one patient with post-operative superficial infection that was managed with debridement and targeted antibiotic therapy after culture and sensitivity completed. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: egypt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Literature: dual mobility cup in fractures of the femoral neck in neuromuscular disorders and cognitive dysfunction patients above 60 years old. Mohamed ahmed el-deeb, md; mahmoud mabrouk said, md; tharwat mohamed abd el rahman, md; abdel hamid abdel aziz attalah, md; ashraf m. Abdelaziz, md; yaser el-sayed hassan, md. Pages (1-8). 2023. Doi: 10.22038/abjs.2023.65924.3157.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.